Event description:
A report was received stating that the device was in use with pt when the tube was found to be kinked. Following discovery of the kink, an emergent exchange of the tracheostomy tube was performed. No incident related medical sequelae were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).